Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The customer reported that the device volume to be infused (vtbi) alarmed completed infusion 45 minutes early from the original 1-hour duration that was programmed. There was patient involvement and a delay in therapy; however, there was no report of patient harm.

Event description:
Additional information received from the customer. The customer stated that the issue was due to their very low rate of infusion and resetting volumes every hour. When the volumes were increased to 6 hours there were no issues encountered.

Manufacturer narrative:
Additional information in b5 d1, d4, & g4. Updated information in d9 - device available for eval. The customer provided updated information that the device is not available for investigation.